Event description:
The pump was returned for analysis. A small tag attached to the pump read "dead". No follow-up is possible as no identifying info was provided. The device is not found in the device registration system.